Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and ketone level was high. A correction bolus via pump was delivered. Customer went to the emergency room and was admitted to the hospital for elevated bg/diabetic ketoacidosis (dka). Intravenous fluids/insulin and short and long acting insulin were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018. Pump supplies were changed and a pump system check was performed with tandem technical support. Pump time was found to be off by 1 hour as the customer had not adjusted time for daylight savings.